Event description:
The customer stated that the insulin pump alarmed motor error after it was exposed to an MRI. Advised the customer never to expose the insulin pump to MRI scans. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error, and failed the displacement tests, due to an out of phase motor encoder signal.